Event description:
It was reported that on (B)(6) 2022, a portico valve was implanted. On the same day, the patient went into cardiac arrest. No additional information was reported.

Manufacturer narrative:
The UDI # is unknown as the part/lot number was not provided. An event of cardiac arrest was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.